Event description:
It was reported that the r-waves amplitude had dropped. Review of the egms noted post-paced t-wave oversensing. Programming changes were recommended. The clinician elected to continue to monitoring the issue.